Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had a high blood glucose issues during the whole weekend. Customer stated that they changed the infusion set and reservoir each time and their blood glucose continued to be high. Customer's blood glucose was 368 mg/dl. Troubleshooting was performed and the customer stated that no insulin exited. Customer was advised to remove the reservoir and infusion set. Customer filled a new reservoir with insulin and used a new infusion set. Customer stated that the insulin exited. Customer performed the high pressure test twice and the pump failed. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.